Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery was not returned for evaluation. However, review of the device logs confirmed low battery errors and a shutdown warning message prompt. The batteries were depleted. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.